Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected, section d4, catalog number: corrected, section d4: lot number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the reported event of the knife being unable to cut completely through the patient's myocardium during implant. The coring knife was returned in used condition. Dried blood was noted along the internal and external coring knife body as well as the blade edge. Microscopic inspection of the coring knife revealed multiple hanging burrs along the knife edge. The overall blade edge also appeared uneven and out of round. A cut test was performed with the returned coring knife and a sheet of silicone. Only a shallow cut could by produced by applying pressure and rotating the knife a quarter turn. The results were consistent with the reported event. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant procedure on (B)(6) 2023, the coring knife was found to be defective as it was dull and did not cut completely through the myocardium per surgeon. The surgeon requested not to open a standalone coring knife in the room and no additional tool was required to complete the surgery. Whether the difficulty was encountered at the very start of coring or part way through was unknown. Standard apical cuff was placed without incident or delay in surgery. There was no adverse event to the patient, and they were stable.